Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst in the esophagus. Imdrf patient code e1022 captures the reportable event of perforation of esophagus. Imdrf impact code f2301 captures the reportable event of additional device required (six clips). Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the physician was dilating a stricture in the esophagus and during inflation, the balloon burst causing an esophageal tear. Six clips were placed to close the tear. No pieces of the balloon detached inside the patient. It was reported that the patient was admitted to the hospital and was discharged on (B)(6) 2025. The patient's condition at the conclusion of hospitalization was reported to be fully recovered.